Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure, the lead's helix screw could not be deployed and there was difficulty with positioning/fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.